Event description:
Reportedly, the subject device was set to deliver heparin at 12cc (1200 units) per hr. The rate was checked and found to be correct at 1430. A ptt was drawn at 1430 and was 37. At 1640, the pt was again checked and the device was noted to be infusing via the secondary mode at 130cc per hr. (13,000 units) a stat ptt was drawn and was above 200.